Manufacturer narrative:
The boomerang catalyst ii wire was discarded at the hospital and will not be returned to the manufacturer for evaluation. It was reported the product performed as intended per IFU. The boomerang catalyst ii provided temporary hemostasis. Review of the device history lot record did not reveal any issues or observations that may have caused or contributed to the reported event. Cordis introducer kit and sheath was used to create opening (arteriotomy) rcfa; manual compression was method used to achieve hemostasis (close) of the opening - site had a rebleed following discharge that formed into a pseudoaneurysm requiring therapy.

Event description:
A diagnostic peripheral procedure was performed in 2008 on a male patient (pt) with cad. A 6 fr cordis sheath was placed in the right common femoral artery (rcfa) and asa & plavix were administered. Upon completion of the procedure a boomerang catalyst ii wire was inserted and deployed through the indwelling sheath without problem. Temporary tamponade of the arterial access site was successfully achieved with a 10 minute dwell and 7 minute hold as evidenced by no oozing or hematoma being noted. The boomerang was removed without problem, performing successfully as indicated; then manual compression was applied to the arteriotomy site until hemostasis was achieved. Pt was ambulated within 3 hours and discharged. Pt returned next day to complain of pain. Pseudoaneurysm was observed and thrombin injection was administered under ultrasound. Pt was kept overnight for observation. No further intervention was required. Pt was discharged without sequelae.